Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Upon sample receipt, the device contained approximately 110 ml of fluid in the bladder. Visual examination of the unit confirmed the reported condition of a crack, approximately 9.4 mm long, located on the stress-member column. The device was disassembled and the embedded scuff mark was microscopically examined. Results indicated that the mark did not result in leaks into the stress-member and did not affect the device's function. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and considers this report isolated. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that one (1) (B)(4) sv 2.5 infusor device was discovered to have a crack on the stress member (around the filter) during filling. There was no patient involvement and no patient injury and medical intervention. The device was being filled with 5-fluorouracil and saline. No additional information is available.